Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. The following information was requested: the following response was received: yes, the device was fired plastic to plastic, he was able to control bleeding with mechanical pressure and then sutures. No transfusion was required. It is speculation that it was prefired.

Event description:
It was reported that during a wedge resection procedure, when the device was fired, no staples deployed and this resulted in bleeding. Another device was used to complete the procedure. There was no adverse consequence to the patient.